Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the 2x15mm mini trek balloon dilatation catheter (bdc) was removed from the packaging, kinks were noted on the dispenser hoop and when the bdc was removed from the dispenser hoop with resistance the device was noted to be separated at the hub. Therefore, the bdc was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.